Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the universal surgical manipulator (usm) to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The usm was analyzed and in remotefe, the 32097 and 31226 errors were found indicating the error was pointing to the rolling loop, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto a golden system where the component functioned as expected. The usm was then installed onto a patient site cart (psc) fixture test platform (pftp) where the fiber test failed on rolling loop fiber. Once testing was completed, the rolling loop fiber was aba tested and was verified to be the source of the fault. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure robotic coordinator (roco) contacted intuitive surgical, inc. (Isi) technical service engineer (tse) and reported errors occurred on the system at power-up. Tse observed live logs and identified issues with arm #1. The staff was informed of the option to disable arm #1, allowing the use of three arms for procedures. The errors on arm #1 had occurred since the previous week but were temporarily resolved by repositioning the arm. Subsequently, the operating room staff required assistance with the patient cart, as the up and down function of the boom was not operational. A hard power cycle of the patient side cart (psc) was performed twice, which restored the function, and it was attributed to universal surgical manipulator (usm) #1 faults. The staff managed to move the psc out of the room to bring in another one. Isi field service engineer (fse) was dispatched to the site to further troubleshoot. The procedure was completing as planned with no reported injury.